Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-13: it was reported that the device stopped working for about 3 weeks and they were in a lot of pain. Suggested caller to continue working with physician for insurance approval. Redirect caller to patient's hcp and his insurance for approval. On 2025-jul-01: additional information was received from the patient (pt). Pt called back and had an interpreter on the line, and repeated details from original call. They said their hcp just gave them pain medication but didn't address the stimulator. They said, "its not working and not charging and it kind of moved and causing me pain and they just gave me pain pills". Reviewed that pt should follow up with hcp and ask them to reach out to a local medtronic representative (rep). On 2025-jul-10: additional information was received from the patient (pt). Caller is from managing hcp's office (listed in original call) and requested a manufacturer representative (rep). Caller stated patient has been having issues with ins in that they can't turn it on, it keeps turning off and they've already tried reprogramming. Technical service (tss) transferred caller to nas.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The patient reported their stimulator pain system was unable to charge anymore, and it started to "race" the pain in their spine. The stimulator has to be replaced, and the patient was waiting for an appointment.